Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. Visual inspection revealed no damage or irregularity. Microscopic inspection revealed that there was contrast in the inflation lumen and the loosely folded balloon. Functional test was performed, and the device was prepped with an inflation device filled with water and connected to the calibrated pressure gage to inflate the device. The device inflated to rated burst pressure and deflated with no issue. Product analysis could not confirm the reported burst as the device inflated to rated burst pressure and deflated with no issue. Analysis could not confirm the reported crossing difficulties, which could not be confirmed because the clinical circumstances could not be replicated.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced but failed to cross the lesion. However, during inflation at nominal atmospheres, the balloon burst. The procedure was completed with another of the same device. No patient complications were reported and the patient condition was good.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced but failed to cross the lesion. However, during inflation at nominal atmospheres, the balloon burst. The procedure was completed with another of the same device. No patient complications were reported and the patient condition was good.